Event description:
It was reported that low impedance was observed on the atrial lead during the implant procedure. Upon removal, it was noted that the leads insulation had been damaged. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.